Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with loss of atrial capture following an open heart surgery. The lead was capped and replaced in a procedure on 4 jun 2021. Post-procedure the patient was stable.